Event description:
It was reported that following the completion of an uneventful novasure endometrial ablation the physician removed the disposable device and noted "some of the mesh on the array was torn off at the bottom of the array." A hysteroscopy was done but the missing piece was not found in the cavity. The patient "was fine" and discharged home.

Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore, the expiration date is not known. Concomitant medical products: serial number of the radio frequency controller not provided by the complainant. The device has not yet been returned therefore, a failure analysis of the complaint device cannot be completed. If the device is returned and evaluation completed, a supplemental medwatch will be filed. Lot number of the disposable device not provided by the complainant, therefore, the manufacture date is not known. Device history record (DHR) review was unable to be conducted for the disposable device as the lot number was not provided by the complainant. (B)(4).